Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth uhp 930cc gel breast prosthesis, cat. #35050930l, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient with history of nipple sparing mastectomies (for breast cancer in left breast; prophylactically in right breast) and tissue expansion with mentor tissue expanders experienced erythema and inflammation of the right breast with mentor gel study devices implanted on (B)(6) 2018 for reconstruction. The inflammation began on (B)(6) 2018 and no secondary procedure was required. The patient was treated with reflex medication beginning (B)(6) 2018. The inflammation was reported as resolved as of (B)(6) 2018.

Manufacturer narrative:
On 05/03/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/07/2018, mentor received additional information about this event. The patient developed bilateral wrinkling of the breasts. The patient underwent a bilateral fat grafting procedure on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The suspect medical device for this complaint is an investigational device that is not marketed in the USA. Medical device reporting, or MDR is governed by 21 cfr 803 (21 cfr 803) and is applicable to product marketed in the USA. It does not include investigational devices unless they are also marketed in the us (e.g., marketed for one indication but being studied for another). Reporting of events related to investigational devices is regulated under 21 cfr 812 (specifically, 21 cfr 812.150). Since this device (catalog #35050930l) is not approved in the us, events that involve these devices would not need to be reported as mdrs. As a result, no additional medwatch reports will be submitted for this event. Manufacturer¿s reference number: (B)(4) medwatch reports were inadvertently submitted for this complaint device even though it is required per 21 cfr 803 because the device is investigational and not marketed in the USA.